Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2014. The patient's device was not working and the patient did not feel stimulation. The patient felt it one time when they met up with their managing health care provider (hcp). There were no trauma or falls that could be related to the issue. The patient met with a manufacturer representative in (B)(6) 2015 and they told the patient that it was okay. The patient wanted to have their device removed. The patient mentioned that they had cancer. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer reported that the patient's device quit working in (B)(6) 2014. The steps taken to resolve the device and programmer not working and lack of stimulation was that the patient met with the manufacturer representative and it did not do any good. It worked 1 time. The patient sent the programmer back and was trying to get the device taken out which required another surgery.